Event description:
It was reported that the tandem-provided charging supplies were extremely warm to the touch despite being in room-temperature conditions. There was no adverse impact to the customer's blood glucose level. New tandem-provided charging supplies were sent to the customer and the customer continued using the pump for insulin therapy.